Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During a follow-up, increased sensing was noted on the right atrial (ra) lead. X- ray imaging was performed and the ra lead was found dislodged. The device was reprogrammed to vvi as a resolution for this event. The patient was stable with no consequences.